Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced redness, swelling, warmth and discomfort at his scs ipg pocket site regardless of stimulation following a lead revision procedure (reference MFR. Report: 1627487-2014-21258). The patient received antibiotics to address the issues. Follow-up identified the redness is still present; however, the warmth has resolved and no other anomalies are present at the site. Additionally, it was reported the physician has advised the patient to refrain from antibiotics as the physician has not determined an infection is present. The physician continues to monitor the site.